Manufacturer narrative:
The reported event of unable to communicate via bluetooth (ble) telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Technical support assisted with resetting the device¿s ble, and the device was recovered successfully.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-35177 submitted on 26 oct 2021. This report was erroneously submitted. Telemetry lockout is not reportable since it is a normal device function.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. The patient was stable.